Event description:
It was reported that the patient was experiencing stimulation. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2021. D6: explant date: 2021.

Event description:
It was reported that the patient was experiencing stimulation. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts. Additional information was received that the explanted device will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8352500 model: sc-8352-50 serial: (B)(6). Batch: 21355314 UDI: (B)(4).